Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The manufacturer's field service engineer confirmed the reported problem. The customer declined repair, therefore, no additional work was done to correct this ventilator. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator in which the air pressure is low. This event was reported to have occurred during clinical use - however, there was no allegation of harm associated with this report.